Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib coin battery was evaluated and replaced. The ps1 power supply was also evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.